Manufacturer narrative:
The t:slim g4 cartridge user guide states: make sure that insulin is at room temperature before use. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after filling the cartridge with 300 units of insulin. Reportedly, the customer uses cold insulin in the cartridge. Recommendation was made for the customer to use room temperature insulin per pump labeling instructions. There was no impact to the customer's blood glucose level, and the customer declined further fill estimate troubleshooting.